Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that during the trial it was like 75% of the pain was gone. Patient stated probably 3 weeks after that it started to diminish and now it is not addressing the pain at all. Patient stated they have been meeting with their manufacturer representative (rep) since june and they have been trying to adjust the stimulation. Patient stated the last time they talked, they were told to go back to the intensity at 4.1 and turn the pulse rate up to 500. Patient reported that did not work at all and they had worse pain, so they had to turn the therapy off last night. Agent asked if they have looked at the lead wire positioning, and patient stated that they took an x-ray to check to make sure the leads have not moved and they did mention something about an MRI but they are talking back and forth to the head nurse about that. Patient reported they are having trouble with therapy not relieving the pain since implant. Patient stated at first it was not intercepting the signal. [See pe 706845071 for omitted controller information] additional information was received from a patient (pt). It was reported that they needed to get an MRI done and needed to know the model and serial number of their implanted device but 'it isn't working.' Agent inquired about last implantable neurostimulator (ins) charge, and patient stated the last time they got an MRI, which was 'many months ago' and the stimulator wasn't working so a manufacturer representative (rep) couldn't find out how to get the area that had the nerve pain to get stimulation so it failed. Patient eventually able to clarify their last successful ins charge was 'many many months now.' Therefore, agent did not attempt to further clarify notify date. When agent inquired further, patient stated 'last time I did an MRI I took the unit (controller) with me and I had it charged and they must've done something,' but did not provide an answer when agent inquired if the MRI was completed or not. Patient read from paperwork they had with them that they had a laminectomy and the leads were placed 'down my back' on 5/15/2024 and the implant was put in their hip on 5-22-2024. Patient had battery pack out of controller upon calling in. Agent walked patient th rough reinserting the battery pack and plugging controller into the ac power supply cord; patient confirmed controller powered on. Patient then saw 'data has been lost, repeat the step up process.' Patient confirmed green light was flashing above the screen and ac power supply had a green light. Patient was able to change the date on the controller but accidentally skipped through the time. Patient attempted to unlock the controller but reported 'no device found.' Agent reviewed general use and agreed to call patient back later today to continue troubleshooting. Additional information was received from a patient (pt). It was reported that they tried charging their ins since initial call and saw 'replace controller batteries soon' message. Agent assisted pt in ins charging session and pt mentioned 'every once in awhile they have to fiddle with it (recharger) to get it to the right spot.' Pt mentioned they've never had a problem with ins recharging and this is the first time their ins battery has been this low. Agent assisted pt in navigating to passive recharge mode and it appeared pt read 95-95-95 but pt had difficult time reading middle number. Pt mentioned seeing 93-94-95 before seeing poor recharge quality. Pt able to finish passive recharge mode and confirmed controller battery 90% and ins battery depleted. Pt mentioned seeing 'battery empty cannot provide stimulation.' Agent assisted pt in obtaining ins model and serial number. Pt stated recharge quality went from recharging excellent to good to poor without moving equipment. Pt again confirmed no damage to recharger but agent agreed to replace recharger. Pt stated they told the MRI scheduler they have the implant but have not used it 'for many months now.' Pt inquired how to do MRI mode and agent reviewed. A replacement recharger (rtm) was sent out. Additional information was received from a patient (pt). It was reported that hey got both the ins and controller battery to 100%. The pt then went into the MRI mode and now the controller was blank and unresponsive with a green light above the screen staying solid. They reset the controller prior to calling since they called in 7 or 8 months ago and did that. During call pt removed the controller battery and plugged the controller into the ac power supply, pt verified the controller turned on. Pt put the battery back into the controller and verified the controller was charging. Pt was able to exit MRI mode. Troubleshooting resolved. Additional information was received from a manufacturer representative (rep). It was reported that they were not made aware of the event. The rep reported that they tried multiple styles of stimulation, the patient felt the stim in the area they needed, but it did not help with their pain. They were able to get the stimulation over the area of his pain, however it didn¿t help. Multiple wavelengths were tried with no success. The rep has not talked with the patient since the last visit. The device was working fine. The patient was reprogrammed at least on 6/24/24, 7/11/24, 7/25/24 with different styles of stimulation and even trying the exact same trial program that was used. Stimulation hit the areas of their pain. The information was confirmed with a physician/account.